Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the proximal and distal insulations were abraded at 18.5 cm from the connector pin due to clavicular crush. The abraded distal insulation which resulted in the shorting of the coils could have caused the reported capture anomaly.

Event description:
It was reported that the patient presented to the clinic feeling poorly. The ventricular lead had two noise reversion stored electrograms from (B)(6) 2011. As the patient sat in the office, he complained of feeling poorly and a freeze capture exhibited loss of capture. The patient's heart rate was 23 beats per minute. The lead was explanted and replaced.